Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing 100 occurrences of difficulty to remove the stopper before use. The following has been provided by the initial reporter: cap difficult to remove the customer currently uses bd microtainer edta and would like to upgrade to map. During the trial they noticed that the cap is difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microtainer® map microtube for automated process k2 edta 1.0 mg has been found experiencing 100 occurrences of difficulty to remove the stopper before use. The following has been provided by the initial reporter: cap difficult to remove. The customer currently uses bd microtainer edta and would like to upgrade to map. During the trial they noticed that the cap is difficult to remove.